Manufacturer narrative:
Maquet medical system, USA submits this report on behalf of the legal manufacturer of the device maquet cardiopulmonary (B)(4). The returned sample was analyzed in the laboratory and the leakage at the gas exhaust port was confirmed through leak testing. The oxygenator was opened and it was discovered that there was separation between the gas fiber and the polyurethane casting. The cause of the separation is not determined at this time and an investigation is ongoing. Note: the reported event occurred when using the be-01970311-pls d quadrox-I oxygenator, however, a equivalent device marketed in the us is used for reporting. Reference: (B)(4).

Event description:
On (B)(6) 2012, at the (B)(6) it was reported that as soon as ECMO support was initiated on a patient there was blood leakage from the gas outlet of the quadrox-I be-01970311-pls d oxygenator (lot number 70078432) at the bottom apex. The oxygenator was replaced 2.5 hours after initiation of support. There was no patient impact. Reference: complaint (B)(4).